Event description:
Attempt to remove catheter from pt resulted in catheter splitting and pt having a cytoscopy to remove the remainder of catheter. The pt had to return to theater, undergo further general anesthetic to enable rest of catheter to be removed.